Manufacturer narrative:
While no serious injury resulted in this event, there has been a previous report received where an overheating insert resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21 cfr part 803. Found soiled water filter only, found no heating of hp using several test inserts with water flow set at 35 cc/min, all tuning/calibration points were within specifications. Customer may have clogged/damaged inserts, also advise the use of dentsply inserts only. Unit ran for extended period with out issues.

Event description:
While using a g124 scaler, the handpiece and inserts were heating up; no injury resulted.